Event description:
On (B) (6), 2009 a doctor reported to ormco corporation that a d3mx debonder scraped the enamel off a patient's tooth.

Manufacturer narrative:
Attempts were made to contact (B) (6) via phone on may 5, 2010, and may 6, 2010 and via email on may 4, 2010 in order to obtain additional information on this incident; however no response was received. The device was not returned to ormco for evaluation. Due to lack of information, the exact cause of this incident remains unknown.